Event description:
The hospital reported that, during a case, the unit alarmed and the ventilator spiked a high pressure. The clinician switched between manual mode, pcv-vg mode, and vc mode, resolving complaint. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
As the event occurred on 08/07/2012, patient information is no longer available. Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no (B)(4).